Event description:
Independent repair center customer alleged unit will not start. The key failure is the valve is stuck. Associated malfunctions for this device: power switch short circuited, inlet filter dirty, hose clamp and zip ties leaking.